Event description:
During evaluation it was identified that the infusor was identified to be leaking from the fillport during filling. This malfunction was identified during service; therefore, there is not patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: lot number 12k004 was manufactured october 4, 2012 - october 5, 2012. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation information: the sample was received for evaluation. A visual inspection and leak testing were performed. During the leak testing it was identified that the fillport was leaking. Upon closer visual inspection it was identified that a glass fragment, approximately 1.9 mm in size, was trapped under the check-band. The glass fragment caused the leak. If additional relevant information is obtained, then a follow-up MDR will be submitted.